Event description:
It was reported that during inspection of the 3.5x23 mm xience xpedition stent delivery system (sds) prior to use it was observed that there was no stent present on the balloon. The device was not used on the patient. The procedure was concluded with success by using another xience xpedition sds. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent implant was not returned; however, there were crimp marks on the balloon between the markers, suggesting the stent was originally positioned correctly and securely at the time of manufacture. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for missing component/stent from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
Additional information received states that there was no resistance during removal of the protective sheath. Additionally, the protective sheath was inspected and the stent was not found. No additional information was provided.